Event description:
It was reported that the customer required assistance to treat an elevated blood glucose level (value not provided); cause was unknown. Reportedly, the customer was admitted into the hospital. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.